Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The mitraclip instructions for use, state that an improper grasp will allow one or both leaflets to move freely. All available information was investigated and the reported slda appears to be related to user error, as the user proceeded to deploy the clip without confirmation of adequate leaflet insertion in the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The mitraclip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully; however, mr remained 4+. It was noted that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). A second clip was implanted to stabilize the first clip; reducing mr to 3+. A third clip was implanted to further reduce mr to 1-2+. The patient remained stable. No additional treatment is planned for the patient. No additional information was provided.